Event description:
During the index procedure, three in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion in the proximal, mid and distal left sfa. Approximately 24 months post index procedure, left femoro-popliteal occlusion occurred . The event was related to the target lesion . Investigator indicated that the event was not related to the study device, procedure or paclitaxel. Pta and deb were used as treatment including one pacific xtreme pta balloon catheter and three in.pact pacific paclitaxel-eluting pta balloon catheters. Outcome is resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).